Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Dietician reported via phone call that the customer was hospitalized for high blood glucose. Customer's blood glucose was 413 mg/dl. It was unknown whether the customer was wearing the device at time of hospitalization. Drive support cap was flush. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The drive support cap was inspected and no anomaly noted. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.